Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose level was 212 (mg/dl). The customer was able to reload a cartridge onto the pump successfully and resume insulin delivery during the call. Although requested, the customer declined to upload the pump data to perform review of the reported event.